Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r. The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.

Event description:
During device preparation, a new ablation catheter was opened and connected to tactysis module, then a message saying that the catheter was reused was displayed. The catheter was exchanged and the issue was resolved. The procedure was competed with no adverse patient consequences.

Manufacturer narrative:
The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.